Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the procedure was prolonged by 20 minutes because the image was temporarily not displayed. However, the cause of the reported ¿no image,¿ could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the cable part was twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the hd 3cmos autoclavable camera head had a sandstorm image which did not resolve even if it was re-inserted. The procedure was a laser-assisted cataract surgery for excision and it was delayed by 20 minutes. The procedure was completed with a replacement. There were no reports of patient harm associated with the event.